Manufacturer narrative:
As reported via a literature article (gonzalez, ana marcos, et al. ¿blood blister-like aneurysms: single center experience and systematic literature review¿ ,european journal of radiology, (2014): 197-205) a patient (patient #4) there was persistant aneurysm evolution following placement of an enterprise stent (lot and catalog numbers unknown) for treatment of right internal carotid artery blood blister-like aneurysm with subarachnoid hemorrhage. This was successfully treated with placement of a ¿flow diverter¿ stent. Additional information indicated per the text mentions, it is a very complex type of aneurysm. The enterprise stent did very well the job and we had to retreat the patient due to a vasospasm and we decided to add more coils to the aneurysm sac. The medication is marked on the text below plavix and aspirin. The aneurysm had 3 x 3 x 3,4 mm and the vessels ranged from 4 to 4,2 mm. There was no references of the devices used at that time ((B)(6) 2008). The enterprise vrd remains implanted and the lot numbers are not known; therefore, the device history record review cannot be completed. Embolic events are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries and the previously embolized aneurysm may result in embolization of debris from the intimal layers of these arteries/aneurysm. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. The catalog and lot number for the device was not provided, therefore the device noted (unkenterpriseenc) represents an enterprise vrd that the catalog number begins with enc.

Event description:
As reported via a literature article (gonzalez, ana marcos, et al. ¿blood blister-like aneurysms: single center experience and systematic literature review¿ ,european journal of radiology, (2014): 197-205) a patient (patient #4) there was persistant aneurysm evolution following placement of an enterprise stent (lot and catalog numbers unknown) for treatment of right internal carotid artery blood blister-like aneurysm with subarachnoid hemorrhage. This was successfully treated with placement of a ¿flow diverter¿ stent. History: hypertension, obesity.

Manufacturer narrative:
Corrected data: please note that all the information was submitted under followup 3 medwatch report and follow-up 2 was created in error.

Manufacturer narrative:
Please note that 3rd paragraph noted on follow-up 2 medwatch report was revised/corrected under this report. As reported via a literature article (gonzalez, ana marcos, et al. ¿blood blister-like aneurysms: single center experience and systematic literature review¿ ,european journal of radiology, (2014): 197-205) a patient (patient #4) there was persistent aneurysm evolution following placement of an enterprise stent (lot and catalog numbers unknown) for treatment of right internal carotid artery blood blister-like aneurysm with subarachnoid hemorrhage. This was successfully treated with placement of a ¿flow diverter¿ stent. Additional information indicated per the text mentions, it is a very complex type of aneurysm. The enterprise stent did very well the job and we had to retreat the patient due to a vasospasm and we decided to add more coils to the aneurysm sac. The medication is marked on the text below plavix and aspirin. The aneurysm had 3 x 3 x 3.4 mm and the vessels ranged from 4 to 4,2 mm. There were no references of the devices used at that time (october 2008). The enterprise vrd remains implanted and the lot numbers are not known; therefore, the device history record review cannot be completed. As outlined in the instructions for use, the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms. Usage other than the approved labeling may involve risks not described in the labeling. The patient¿s baseline presentation, presence of subarachnoid hemorrhage using multiple modalities are all factors possibly impacting the outcome associated with the off-label use of the enterprise vrd. Although no definitive conclusion can be made, based on the available information, there is no indication of any device manufacturing or performance issues related to the patient procedural outcome and subsequent reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The catalog and lot number for the device was not provided, therefore, the device unk enterprise enc represents an enterprise vrd that the catalog number begins with enc. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.